Event description:
Technical services received a call on 6/4/12. Caller reported seeing noise on ra channel on three atr episodes. Caller asking if potential emi. Episodes were same date as device implant, (B)(6) 2012. There were no subsequent episodes post implant. Technical services suspect noise prior to/during ra lead connection. No adverse patient effects. Ra lead was implanted on (B)(6) 2006. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).